Event description:
Related manufacturer reference number: 3006705815-2022-01118. It was reported that the patient experienced ineffective stimulation. Imaging revealed migration of the leads. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.